Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a new cannula insertion, with blood glucose reaching 373 mg/dl and remaining elevated for several hours; the user confirmed insulin delivery in the ilet report, disconnected to inspect tubing for kinks, and later used multiple daily injections while temporarily removing the ilet, after which glucose returned to target range. Symptoms included nausea and vomiting. Outcomes included no hospitalization, no loss of consciousness, and self-management without external medical intervention. Investigation included review of device data and user troubleshooting of the infusion set and tubing. Investigation of this case revealed no device malfunction identified from available data and an unclear cause of hyperglycemia, with potential contribution from infusion site or set performance not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.